Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose was 53 mg/dl to 350 mg/dl. The other relevant blood glucose level was 70 mg/dl and 353 mg/dl, 301 mg/dl. The customer declined troubleshooting for low blood glucose. The product will not be returned for analysis.